Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However the insulin pump had cracked battery tube threads and a cracked reservoir tube lip.

Event description:
It was reported that the customer had a blood glucose level between 200-450 mg/dl. Customer stated that the pump was not giving him insulin. Customer stated that when he boluses, his blood glucose level does not go down. Customer stated that his highs started two days ago and his initial high was 320 mg/dl. Customer treated using the pump. Customer has now resorted to manual injections. Customer declined troubleshooting for high blood glucose levels. Customer would rather have his pump replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.